Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but unable to obtain. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an unrelated surgery on (B)(6) 2019 the physician did not like how the lead looked. In turn, the scs system was explanted to address the issue of infection at lead site.